Event description:
Patient needed a new filter set-up due to last set going down from air in lines. Patient was placed on the continuous renal replacement therapy (crrt) machine. About ten minutes after crrt machine was started, patient's bp decreased without response to norepinephrine. Patient's hr decreased and oxygen saturation dropped as well, and pt coded. CPR was performed, two ampules of epinephrine were given. Patient's heart activity, bp and oxygen saturation returned. Patient's neuro status returned back to previous state before code. Patient was sedated and is currently still sedated. Patient's ionized calcium came back as 1.12.

Event description:
Patient needed a new filter set-up due to last set going down from air in lines. Patient was placed on the continuous renal replacement therapy (crrt) machine. About ten minutes after crrt machine was started, patient's bp decreased without response to norepinephrine. Patient's hr decreased and oxygen saturation dropped as well, and pt coded. CPR was performed, two ampules of epinephrine were given. Patient's heart activity, bp and oxygen saturation returned. Patient's neuro status returned back to previous state before code. Patient was sedated and is currently still sedated. Patient's ionized calcium came back as 1.12.